Manufacturer narrative:
Pump turns off by itself. V036 alarm was seen in alarm log; complaint found in history, not replicated. Probable cause cannot be identified.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event involved a plum a+ infusion pump where it was reported the pump turns off by itself. The status of the product at the time of the event is unknown. There is unknown patient involvement, unknown adverse event / human harm.